Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, the jejunal tube was pulled out by the patient. The patient missed his duodopa dose and oral treatment was started. A new boston scientific jejunal tube was replaced on (B)(6) 2016. There were no patient complications reported as a result of this event. The patient's condition reportedly "returned to the normal process" after the issue was rectified.